Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump has been shut down but has not provided further information. However, the technical inspection indicates that the equipment has already reached 5,000 hours of effective use (currently 16,388.8 hours). This indicates that the 5,000-hour engine rebuild kit must be replaced, as indicated by the manufacturer, to ensure the proper vacuum and pressure supply that the engine should provide. There is no evidence of actual or potential damage or death.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1 (initial reporter, event site address, and event site telephone), e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11. Due to character limit in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the equipment was disassembled to perform the following activities check internal hoses for vacuum leaks, adjust drive sensor (0 to 380 mmhg), adjust atmospheric sensor (562 mmhg), adjust shuttle sensor (0 to 100 mmhg), verify internal pressure and vacuum pressures, service leak tests: autofill, purge (k3 and k5), operating valves (k6, k6a, k7, and k8), safety and performance valves. All pressure sensor values showed a deviation of 50 mmhg, which was corrected and adjusted to the manufacturer's permitted values. All service tests passed successfully; however, it was observed that the equipment had already reached 5,000 hours of effective use (currently 16,388.8 hours). This indicates that the 5,000-hour engine rebuild kit must be replaced, as indicated by the manufacturer, to ensure the correct vacuum and pressure supply that the engine should provide. The console was tested with a simulator and test balloon to verify its general operation, which was recorded without errors or alarms. The customer is recommended to leave the equipment counter pulsing for more than 24 hours with the simulator to verify that no errors or alarms appear.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump has been shutdown. However, the technical inspection indicates that the equipment has already reached 5,000 hours of effective use (currently 16,388.8 hours). This suggests that the 5,000-hour engine rebuild kit must be replaced, as recommended by the manufacturer, to ensure the proper vacuum and pressure supply that the engine should provide. Additionally, error 57 autofill failure was encountered. There is no evidence of actual or potential damage or failure. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2 (report source).

Event description:
N/a.